Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. No intervention was performed the icm remained implanted. The patient was in stable condition.